Event description:
The facility representative reported a colleague infusion pump with duplicate lines in lcd. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was determined to be a faulty main display. The main display was replaced to fix the reported condition. Additional information: this issue has been escalated to CAPA. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "main display" related issues.